Manufacturer narrative:
The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The drive support disk was inspected and no anomaly was noted. The pump was received with normal operating currents and no unexpected off no power or low battery alarms were noted. The pump was received with a missing end cap sticker, a cracked case at the display window corner, a cracked lcd window, minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had damaged drive support cap. The customer states the cap was protruded. The customer's blood glucose level at the time of incident was unknown. The customer was advised the pump would be replaced and returned for analysis.